Event description:
It was reported that there was oversensing of noise stored in an untreated episode for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) review of the episode was requested. Upon review ts discussed that the noise was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts discussed troubleshooting recommendations. The patient was brought in for testing and the noise was unable to be replicated. The sensing vector was reprogrammed to secondary. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.